Event description:
Customer reported unexpected negative reactions on a patient sample tested on the echo.

Manufacturer narrative:
Customer did not return sample for investigation testing. Customer considered this event to possibly be sample related; repeat testing generated the expected results. No other unexpected negative reactions were observed.